Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed on (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having iob could lead to a low bg event. There is no evidence of a device malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was found non-responsive with blood glucose of 40 mg/dl. Customer was hospitalized for possible stroke which was reported to be unrelated to pump or supplies. Customer was in the intensive care unit at the time of report. Multiple follow up attempts were made by tandem technical support; however, no additional information was obtained.